Event description:
It was reported that the device exhibited no magnet response and loss of telemetry and the device was explanted and replaced. No adverse patient consequences were reported.

Event description:
New information received notes that the device was explanted due to the device being at elective replacement indicator.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The reported events of no magnet response and inability to interrogate were not confirmed. The device had normal output and normal telemetry. Electrical analysis of the device noted elevated current. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.